Event description:
A user facility reported to olympus, the evis lucera bronchovideoscope insertion tube collapsed. The event occurred during an unknown procedure. Upon inspection and testing of the customer returned device, the scope coating on the connecting tube was found peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
There was no report of patient harm or user injury associated with this event. The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, connecting tube dented, pinhole in connecting tube, insulation resistance value out of standards due to connecting tube cut/cracked, coating on the connecting tube peeled off, angulation in the up direction out of standards due to worn of angle-wire, corrosion at scope connector due to the leakage, corrosion at scope ID due to the leakage, light guide lens broken, corrosion at electrical connector due to the leakage, and pinhole in the bending section rubber. The faulty parts were replaced, and the device was returned to the user facility. The subject device was returned to olympus for device evaluation and the reported insertion tube collapsed was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the caused of the reported issue was presumed from the following information as physical stress, insertion section coating peeled off, insertion tube scratched, insertion tube breakage, and insertion tube dents. The investigation reported that the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer stating that the event occurred during a bronchoscopy procedure. It was reported that the procedure was completed using the same device with no delay.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. Olympus will continue to monitor field performance for this device.